Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 587 mg/dl at the time of the event. The customer's mother declined to perform troubleshooting. The customer's mother stated that prior to the event, the infusion set disconnected from the customer's body, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.